Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the spring guide wire (swg) tends to kink, which makes it hard to insert the catheter.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e kit containing a single guide wire assembly for evaluation. The guide wire was returned partially retracted within the advancer tube and showed evidence of use. No other components were returned. The guide wire was observed to have one significant kink towards the distal end of the body and two other slight kinks at either end of the guide wire. The distal j-bend was slightly deformed but intact. Evidence of use in the form of dried blood was observed on the guide wire body. Microscopic examination confirmed the kinks in the guide wire body. The coils at the significant kink were spread open, exposing the core wire inside. Microscopic examination also revealed offset coils adjacent to the proximal weld. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 31 and 71 mm from the distal tip and 28 mm from the proximal tip. The offset coils were located 3 mm from the proximal tip. The length and outer diameter of the guide wire was measured and wa s found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was able to pass through both components, although resistance was met while passing the kinked portion. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the spring guide wire (swg) tends to kink, which makes it hard to insert the catheter.